Manufacturer narrative:
The device was not returned for evaluation. However, the photograph was reviewed and revealed that the device´s threads fractured off. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an internal fixation surgery, a trigen intertan subtrochanteric lag screw 11mm x 75mm was going to be implanted for proximal locking but at the time of making the assembly of the screw it was noticed that the subtroc lag screw driver had no threads, so it was not possible to place the implant. After a non-significant delay, in order to solve the problem and to block the proximal nail an intertan lag/compression screw kit 95mm / 90mm was used instead. For this, a second bone hole became necessary to insert the integrated screw. It was in this way that the proximal locking of the nail was achieved. No other injuries were reported.